Manufacturer narrative:
Included country of report source since foreign was selected on the initial report. The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No inaccuracy issues identified. Based on the investigation, the customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported the device was displaying inaccurate bpm readings. There is no report of any patient consequence or impact.